Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 09-mar-2020 and investigation was conducted on 08/05/2020. A visual inspection was conducted on the dissection tip. Signs of clinical use was observed and there are scratches observed in the dissection tip. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. The center of the image was blurry and there was a scratch on the left outer portion of the image. Based on the results of the evaluation, the reported failure "poor quality image" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Harvester connected the dissection tip and noticed that it was scratched inside. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Harvester connected the dissection tip and noticed that it was scratched inside. A replacement device was used to complete the procedure. The hospital did not report any patient effects.